Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that catheters were flimsy and very thin. Catheter looked like the rubber was not molded correctly and not fit into the customer stoma.

Event description:
It was reported that the catheters were flimsy and very thin. It looked like the rubber was not molded correctly and not fit into the customer stoma.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be operator error, user related (eg: incorrect catheter size used, insufficient lubricant applied). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.